Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer number five indicated open and found defective insep and magnet was missing. The field service engineer replaced the inseparable magnet to resolve this issue. The system functioned as intended after the field service engineer repaired the device. (B)(6).

Event description:
It was reported when using then bd pyxis¿ medstation¿ es, the main drawer 5 was not opening. The customer reported that the malfunction caused delay in patient care. There were no adverse events or injuries reported based on this incident.